Manufacturer narrative:
Ticket searches determined that there is normal complaint for the complaint lot. Review of trending reports determined that there are no related trends for the assay. A review of labeling concluded that the issue is sufficiently addressed. Device history record review for the reagent lot did not identify any non-conformances, potential non-conformances or deviations associated with the issue described in this complaint. Return testing was not completed as returns were not available. Review of customer data for alinity s hiv ag/ab combo reagent, lot 17369be00 at centro autonomico de hemoterapia and appropriate peer sites was performed. The initial reactive rates (irr), the repeat reactive rates (rrr) and the specificity based on zero prevalence at centro autonomico de hemoterapia are comparable to those of the peer sites. At centro autonomico de hemoterapia based on zero prevalence lot 17369be00 perform above 99.9%. Additionally, the mean reactive rates and specificity based on assumed zero prevalence across all customers using the complaint lot were within product requirements. Based on the results of this investigation no systemic issue or deficiency was identified. Alinity s hiv ag/ab combo reagent lot 17369be00 is performing as expected.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Multiple = (B)(6). No further information was provided. This report is being filed on an international product, alinity s hiv ag/ab combo, list number 06p01-55, that has a similar product distributed in the us, list number 06p01-60. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained false repeat (B)(6) alinity s hiv combo results for multiple samples. Between (B)(6) 2021 and (B)(6) 2021 the following initial and repeat hiv combo results were generated on two analyzers: sample ID (B)(6): (B)(6) sample ID (B)(6): (B)(6) sample ID (B)(6): (B)(6) sample ID (B)(6): (B)(6) sample ID (B)(6): (B)(6) sample ID (B)(6): (B)(6) sample ID (B)(6):(B)(6) sample ID (B)(6): (B)(6) sample ID (B)(6): (B)(6) sample ID (B)(6): (B)(6) sample ID (B)(6): (B)(6) sample ID (B)(6): (B)(6) the customer indicated the samples were (B)(6) on immunoblot. No impact to patient management was reported.